Event description:
It was reported that the ilet system delivered insulin through an infusion set that was leaking at an unspecified location, leading to high glucose readings and a pump high alert; the user utilized 23 mm insets from the referenced lots and only recognized the leak in the morning, after which the patient and caregiver replaced the infusion set and resumed delivery, with glucose stabilizing. Symptoms included hyperglycemia and ketones. Outcomes included transient elevated glucose that resolved after the supply change, with no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, though the event was temporally associated with an infusion set leak. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.